Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The patient was admitted to the hospital for observation and no procedures were done. The patient was discharged the next day. Siemens went on site and performed a total service visit. They ran multiple qc samples and all were within expected ranges. The customer states that the system is operational and they have no further concerns after the service visit. Operators are repeating all results greater than 0.10. The cause of the event is unknown.

Event description:
The customer reported discrepant troponin results from two different samples from the same patient run on the same stratus cs. There was no report of injury due to this event.